Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the mechanical properties of the collimator functioned as designed. The representative then invalidated the home process, which allowed the system to start up as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, when moving the imaging system between storage locations. The pendant on the imaging system displayed "error initializing collimator". Restarting the imaging system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The collimator for the imaging system was returned to the manufacturer for evaluation. Testing found that the collimator failed bench, burn-in and homing testing. If information is provided in the future, a supplemental report will be issued.